Event description:
Customer reported that spike of rf-100 broke off when the piggyback connector was removed and re-inserted into the injection port. The spike travelled into the tubing on a pt with a peripheral IV.